Manufacturer narrative:
Additional information has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was scheduled for changeout due to elective replacement indicator (eri). Upon interrogation prior to the changeout procedure, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted. The field representative stated that the device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code (B)(4), was recorded. The battery voltage was lower than expected, and the pacing function of the device were verified, however; the device did not pass any other automated electrical/functional tests due to the depleted battery. At the time of explant the device was at end of life (eol) with a voltage of 2.78v. Laboratory analysis found that this voltage suggests therapy was available at the time the device was explanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.